Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident on 5/19/97. Fourteen days post procedure, the protegen sling graft material was visible through the insertion site in the vaginal wall. Surgical removal of the sling, as well as both anchors, followed. A diagnosis of osteomyelitis was confirmed. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated the pt was a diabetic and on steroids. These risk factors may have contributed to this event. Osteomyelitis of the symphsis pubis occurs most often as a secondary infection from an adjacent focus (after surgery). It may also result from hematogenous spread from bacteremia. Risk factors such as obesity, diabetes, immunocompromised pt can further predispose the pubis to infection. "Surgical trauma and impaired vascular circulation can injure the periosteal integrity of the symphsis pubis, and leave the bone susceptible to infection. Any local infection, wound infection or abscess could then secondarily infect the bone." 1 "osteomyelitis of the pubis: complication of a stamey urethropexy", the journal of urology, vol 151 (june 1994), pp 1638-1640.